Event description:
It was reported that a lcs15 was about to be used during an unk procedure. It was reported by the affiliate that the surgeon attempted to connect and test unit prior to using. The surgeon decided that this one was not in working order, so it was never used in pt. The customer reports that the pad of upper blade is bent and would not contact the lower blade properly. A new instrument was opened to complete the procedure. Surgery was delayed 5-10 mins while they retrieved and opened the new instrument.